Event description:
Index surgery: (B)(6) 2014. Revision of right hip components due to pain and osteolysis. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted the revision was likely the result of wear of the polyethylene acetabular liner, which caused osteolysis and pain. The cause of the polyethylene wear cannot be determined because the device was not returned for evaluation.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision of right hip components due to pain and osteolysis. This event report was received through clinical data collection activities.